Event description:
Reported due to intervention to prevent injury. A physician reported that after unsuccessful positioning of wavemax stent, the physician was attempting to withdraw the stent into the femoral sheath, and the stent dislodged off of the balloon into the vessel. Because the stent could not be withdrawn our of the body at that point, the physician elected to deploy the stent where it dislodged, in a healthy section of vessel. There was no further impact on the patient, and the target lesion was treated with another stent.